Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
The reported problem (response buttons non-functional) was confirmed due to the response button cable being creased and the response button switch dome being concave. The root cause of the creased cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.